Event description:
It was reported that the device was used during a hand assisted nephrectomy. On the sixth firing, the device locked out on the renal artery. The or staff tried to manipulate the device off the tissue, then after about three minutes, the device popped off. The staples were malformed. The case was completed by oversewing the staple line. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without an difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape, in addition, the device opened and closed without any difficulties. A batch record review was performed, and no anomalies were found during the mfg process.